Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes had discolored additive. The following information was provided by the initial reporter: "the customer reported that the additive was discolored.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes had discolored additive. The following information was provided by the initial reporter: the customer reported that the additive was discolored.